Manufacturer narrative:
The user experienced diabetic ketoacidosis after recent initiation of a new ilet system without meal announcements while continuing automated insulin delivery during the system learning period. This behavior can result in insufficient insulin delivery relative to metabolic needs and is consistent with the observed severe hyperglycemia with ketones requiring air transport and hospital treatment with IV insulin, fluids, and electrolyte replacement. Engineering logs were not available at the time of review; however, no device malfunction was alleged, and available information supports a use-related cause. A follow-up MDR will be submitted if additional information becomes available or if inspection of a returned device indicates otherwise.

Event description:
On (B)(6) 2025 the reporter reported that on (B)(6) 2025 the user experienced hyperglycemia with blood glucose (bg) levels of approximately 460 mg/dl following recent setup of a new ilet and no meal announcements. The user was transported to the hospital by a caregiver where the user was diagnosed with diabetic ketoacidosis and treated with exogenous insulin, IV fluids, and electrolyte replacement and discharged (B)(6) 2025. Ongoing impairment was reported.